Event description:
Set being used on a pt in or. 250ml bag of dextrose with vancomycin attached to set. Drip rate was set and started. Soon after infusion was started, it was discovered that fluid was dripping around cannula as well as from cannula. Estimated that volume infusing at this time was 5-6 times the rate that had been set.